Event description:
It was reported that the procedure performed was to treat a de novo, moderately calcified, moderately tortuous left anterior descending coronary artery. The 3.50x33mm xience sierra drug-eluting stent (des) was implanted; however, a dissection occurred. A 3.50x23mm xience sierra des was used to cover the dissection. There were no adverse patient sequelae and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of vascular dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.